Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results for 3 patient samples tested on a cobas 6000 c501 module. The reporter complained of receiving ion-selective electrode (ise) flagged patient results from the analyzer. The initial results were not reported outside of the laboratory. The aliquot samples were rerun on their other c501 analyzer. The repeat results from the other analyzer were deemed correct. The reporter was able to provide 3 examples of discrepant results: sample ID (B)(6) had an initial potassium result of 6.17 mmol/l with a repeat result of 4.26 mmol/l. Sample ID (B)(6) had an initial potassium result of 6.33 mmol/l with a repeat result of 4.0 mmol/l. Sample ID (B)(6) had an initial sodium result of 127 mmol/l with a repeat result of 138 mmol/l. The sodium electrode lot number is r45 with an expiration date of 09-aug-2022. The potassium electrode lot number is b43 with an expiration date of 27-aug-2022.

Manufacturer narrative:
The customer found the electrodes to be clear from salt and liquid residues. It was also noted to be properly placed. They also checked the sipper and pinch tubings. The field service engineer (fse) noted that there was a rinse water overflow in one of the rinse nozzles which was due to partial aspiration of fluid on other nozzles because of a hole in the tubing. He then replaced the check valve and rinse tubing. He adjusted the sample syringe nut to its proper position against the plunger. He adjusted the rinse mechanism which was found to be misaligned. He verified the analyzer's function by performing precision tests with acceptable results. The customer performed qc with acceptable results. Upon investigation of submitted data, a general reagent problem can be excluded because the provided calibration data were within specifications. The qc data were requested but not provided. The customer reported that the qc was acceptable. The alarm trace indicated ise noise alarms. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.